Event description:
It was reported that the pump was not reading that the insulin gauge is not reading the amount of insulin in the cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was in the process of obtaining a new device and declined further follow-up from technical support.